Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon broke off. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: visual examination revealed kinks at 77cm and 87.5cm from the hub. Microscopic examination revealed a longitudinal tear in the balloon 8mm from the tip and approximately 4mm long. There is blood present in the hub, inflation lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the balloon broke off. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.